Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. 510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: huaming xue, md, yihui tu, md, phd, minwei cai, md the spine journal 12 (2012) 209¿215 (china) the aim of this study was to compare clinical and radiographic outcomes in a selected series of patients treated with unilateral versus bilateral ps instrumented tlif. The following complications were reported as follows: 3- screw loosening were reported as a part of this study moss miami products were used as a part of this study. A copy of the literature article is being submitted with this medwatch. This report is for an unknown screw. This is report 1 of 6 for (B)(4).